Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Device imagery was reviewed, confirming the complaint event. The provided 3mensio was reviewed and showed calcification and tortuosity in the patient's right access vessel. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3/ s3u/ s3ur IFU's were reviewed. Warnings note 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set', 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position', and 'when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath'. Potential adverse events also include 'complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for inability to advance through sheath and punctured were confirmed based on evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during implant of a 29 mm sapien 3 (s3) valve in the aortic position via right transfemoral approach, the 16f esheath+ was inserted into the patient without difficulty. Upon advancement of the 29mm s3 valve through the esheath+, significant resistance was noted. Upon further inspection with fluoro, it appeared that the delivery system and valve had exited out of the side of the esheath+ and caused a major vascular injury.' It was also reported, 'it's noted that the root cause was "operator error - valve pushed too hard through tortuous anatomy and forced through sidewall of sheath, causing vascular perforation". Per imagery review, tortuosity and calcification were present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification and tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push forces coupled with non-coaxial advancement trajectories can lead to liner puncture due to direct interaction with crimped valve. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the liner puncture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 (s3) valve in the aortic position via right transfemoral approach, the 16f esheath+ was inserted into the patient without difficulty. Upon advancement of the 29mm s3 valve through the esheath+, significant resistance was noted. Upon further inspection with fluoro, it appeared that the delivery system and valve had exited out of the side of the esheath+ and caused a vascular injury. The delivery system, esheath+, and s3 valve were removed. A new 14f esheath+ was prepped and inserted without difficulty through the same right femoral arteriotomy. An amplatz extra stiff guidewire was replaced with a lunderquist wire and the annulus was recrossed. A new 29mm s3 valve and ds were prepped and advanced with aid of viperslide without difficulty, aligned and deployed successfully. Post-deployment of the s3 valve, attention was then shifted to assessing the extent and location of the vascular injury. A subtractive aortic angiography revealed extravasation of contrast at the level of the distal aortic bifurcation. A covered stent was attempted, and fluid resuscitation with massive transfusion protocol was initiated. When it was believed that bleeding in the aorta was controlled, the team then did a femoral cutdown to aid in the removal of damaged devices as a vascular injury had occurred at the level of the distal aortic bifurcation/ bilateral common iliacs when the initial valve and ds punctured through the side of the sheath. The team attempted to repair the femoral artery damage with a surgical patch that had occurred upon removal of the initial damaged sheath, delivery system, and valve. General surgery was called in to do exploratory abdominal surgery to remove the excess blood in the abdominal cavity. Upon opening the patient's abdomen, they became profoundly unstable, and surgical repair of the distal aorta was attempted. The team was ultimately unable to control the bleeding, and patient expired due to the vascular injury and subsequent blood loss. Clarification notes that initial repair attempts for the aortic injuries were made in the form of covered stenting from the bilateral iliacs up into the distal aorta; when this was unsuccessful, a surgical repair or the same area was attempted, though that was also unsuccessful. Both iliacs at the level of the aortic bifurcation as well as the distal aorta were believed to be perforated. The suspected root cause of the perforation was the commander delivery system was pushed through the wall of the esheath+ at the level of the crimped valve. Additional follow-up noted that when the delivery system was removed from the patient, it was found to be severely kinked. The valve was noted to have no observable damage.

Manufacturer narrative:
This is one of two manufacturers being submitted for this case. The investigation is ongoing.